Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was experiencing difficulty with charging the implantable neurostimulator (ins) and difficulty getting it to show the bars. The consumer mentioned that when they charge the patient¿s ins, they would put them in a straight chair, uses back support and a thick book, and is able to get a good connection. Troubleshooting was not performed during the call as the consumer was not with the patient or the equipment. The consumer stated that they thought there might be damage to the recharger, which was causing the issue. The patient mentioned that there was a day when the room was so hot that they couldn't even touch the windows without getting burned, so they thought that was what caused to issue. The consumer further reported that the patient was charged to 100% and the next day, the ins battery level had dropped down to 75%. The patient stated that was a lot for the battery level to drop in a day and that it took three hours to charge the ins ba ck to 100%. It was noted that on a different occasion, the ins battery level dropped down to 25% and took five hours to charge back to 100%. The patient stated that they would always get 6-8 coupling bars when charging. Additionally, the consumer further report ed that there were ins pocket concerns which were a possible reason for the recharging concerns. The consumer stated that they thought this was an issue and that others thought so too. The consumer stated that they discussed these concerns the last time at their healthcare provider (hcp) office, but the physician wasn't going to just ¿open the patient up¿ to relocate the device. The patient was redirected to their hcp to continue discussing these concerns. The repair department was contacted, and a replacement recharging antenna was requested to see if it would help with the charging difficulty. No patient symptoms were reported and there were no complications. Indication for use is unknown.